Event description:
The patient received less medication than intended. On an unspecified date, the device was programmed in the intermittent mode to deliver gentamycin with a concentration of 150mg/30ml, a 50mg dose every 8 hours, for a duration of 30 minutes, and a kvo (keep vein open) rate of 5ml/hr. After an unspecified length of time, the nurse noted less than half of the medication was delivered. The customer contact reported that the patient did not receive an unspecified number of doses. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required.